Event description:
During implant, they were unable to connect the leads to the implantable neurostimulator (ins); the leads would not go into the front 0-7 channel. The ins was not implanted. A different ins was used instead and it was reported to be working fine. There was no adverse event for the patient.

Manufacturer narrative:
(B) (4).